Manufacturer narrative:
H11: device evaluation by manufacturer: unit returned in a generic plastic bag; overall visual inspection did not identify failures or evidence that could be lost due to decontamination process. The stent, the suture and the metal cannula were returned for analysis. It was possible to observed that the metal cannula was detached and kinked inside the stent, moreover the suture was detached. The functional test could not be passed because the metal cannula could not be advanced due to the detached and kinked inside the stent.

Event description:
Reportable based on device analysis completed on 15oct2025. It was reported that the device did not function as expected. A flexima all purpose drainage catheter was selected for use in a procedure. During the procedure, the flexima all purpose drainage catheter was damaged and did not function as expected. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event. However, device analysis revealed the device material separated and detached.